Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the aortic neck diameter is 27mm proximally, and 24mm distally. Aortic neck is 57mm in length. It was reported that approximately four years post index procedure a type ia endoleak was identified during a follow up visit. A secondary endovascular procedure was performed and placement of a stent graft extension was completed successfully. The endoleak was resolved. Investigator assessed the event not related to the study procedure. At the date of the surgery, the patient had post-operative embolization in the right leg. Aspiration from the thrombus and lysis of the right artery. Tibialis posterior and anterior. At the first post-surgery day, the patient had an hematoma zervikal left with compression of the trachea, evacuation of the haematoma. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, embolism); lack of information (cause is unknown); evaluation, conclusion: inherent risk of a procedure (endoleak, embolism); lack of information (cause is unknown). (B)(4).